Event description:
Facility reports this catheter was not secured properly after insertion into pt and subsequently became separated out of the "heart" of catheter. The point of separation was below the "catheter heart". It was also cut above "catheter heart". Cause of cut unknown. No pt injuries are reported. Unknown if any treatment or intervention was reqd.